Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2019. Calibration signals were slightly lower than expected for one calibrator level. Quality controls were within range, showing no indication of an instrument or reagent performance issue. The sample was tested in a 13x75 mm. Tube. Rack adapters required for 13 mm. Diameter tubes were not used. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. The sample initially resulted with a total psa value of 64.40 ng/ml and this value was reported outside of the laboratory. The result was questioned, so the sample was repeated on (B)(6) 2019, resulting with a value of > 100.0 ng/ml accompanied by a data flag. The sample was then automatically diluted 1:50 by the analyzer and repeated on (B)(6) 2019, resulting with a value of 254.6 ng/ml. The value of 254.6 ng/ml was released to the patient. The total psa reagent lot number was 36650101, with an expiration date of 31-mar-2020.